Event description:
A malfunction was reported with the pump showing a malfunction code identified as malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and upon resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.